Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe charred detritus adhesion; after removing some of the detritus from the glass cap, it becomes visible that the fiber exhibits a drilled through condition; the fiber within the glass cap is blackened along 2 cm from the distal tip; the fiber is bent at the uv glue zone at the attachment of the glass cap to the fiber; the heat shrink tubing shows evidence of melting. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 5,658 joules and 01:38 minutes of usage "the fiber tip had burnt out." The fiber was exchanged and the second fiber exhibited the same issue at 12,913 joules and 03:50 minutes of usage. The third fiber exhibited the same issue at 16,200 joules and 05:00 minutes of usage also noted "the console showed error code as 211, 202.2, and 111." The procedure was completed by an alternate procedure "turp." Patient outcome: "no injury" to the patient reported. This report is for the second fiber.